Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The viper2 x25 set screw inserter was received by the customer quality unit for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the 3mm from distal end for upper tip and 5mm from the distal end for lower distal tip of the device. The second half of the broken end of the upper and lower distal tip was returned to cqu. The fracture analysis report reveals uniform rough morphology of the fractured surface indicating that the instrument underwent a static failure. The absence of rotational deformation and a termination site implies that the device was broken under a cantilever force. The static overloading led to a fracture of the distal end of the device. A review of the device history records did not find any issues that may have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the device¿s distal end fracturing cannot be positively determined. However, the fracture analysis report reveals uniform rough morphology of the fractured surface indicating that the instrument underwent a static failure due to a single, sudden, unexpectedly high force placed on the end of the device. As no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the posterior spine fusion surgery was performed to fix th11-12-l3-l4 with x-tab cfs on (B)(6) 2019 due to pyogenic spondylitis. During the surgery, when the surgeon tried to perform final tightening thel4 right set screws with vpr2x25 setscrew insertor after temporary fixing of all set screws, the set screw insertor could not be inserted. Then, when the surgeon replaced the set screw to alternative setscrew because the surgeon suspected the cross thread, the surgeon recognized the screw insertor tip was broken. The surgeon removed all fragment from the patient¿s body, and confirmed there was no broken fragment was remained in the patient¿s body under x-ray. There was less than 30min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.